Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of safety mechanism failure to activate was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. The safety mechanism was partially advanced along the needle shaft. Coagulated blood residue was abundant in and around the components of the safety. Microscopic inspection of the sample confirmed the presence of coagulated blood products which appeared to interfere with the safety mechanism components. Following clearance of some of the blood residue, inspection of the safety revealed the components to be well formed and unremarkable. Initial attempts to fully engage the safety mechanism were unsuccessful. The safety components were immobile. Following clearance of some of the blood residue, the safety mechanism was successfully engaged without resistance. The initial failure of the safety mechanism appeared to be caused by blood products preventing the components from interacting with each other and the needle shaft, which prevented safety mechanism activation. The safety functioned as intended following removal of some of the residue and examination of the safety mechanism did not reveal any damage or defects. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "clinician was de-accessing port and could not safety the needle. Port needle had been in less than 7 days. Patient and clinician unharmed."

Event description:
It was reported by the customer that "clinician was de-accessing port and could not safety the needle. Port needle had been in less than 7 days. Patient and clinician unharmed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.